Event description:
Customer reported a leak from the ion selective electrolytes (ise) module in the unicel dxc 600i synchron access clinical system. The customer reported the instrument was aborting ise calibration with reference noise errors after performing twice weekly maintenance. The volume of the leak was reported as approximately 1 cup of fluid, which leaked into the ise module tray, and was contained to the instrument. The customer was wearing personal protective equipment of lab coat and gloves. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(6) 2013, the field service engineer (fse) evaluated the analyzer and determined the ise drain was overflowing due to the ise drain valves manifold not functioning. The fse replaced the ise drain valves manifold to resolve the leak. The fse also replaced the ise valve interconnect board assembly and the electrolyte injection cup as precautionary measures. The fse primed the instrument and no further leaking was observed. Identification of failure mode: the failure mode is the ise drain valves manifold valve. No erroneous results were generated or reported. This failure mode can impact any or all chemistries, including critical chemistries (B)(4).